Event description:
It was reported that a hospital employee was backing out of the magnet room pulling a pt on the pt transport table when the employee contacted a crate with the middle index finger of the employee's left hand. The employee's finger required 10 stitches to repair. The employee knew the crate was in the pt transport aisle as the employee brought the pt into the scan room by this same route. The crate was moved out of the aisle after the incident and subsequently removed from the hospital. The employee will be off of work for two weeks due to risks of infection from the employee's work environment.